Event description:
It was reported that the patient's backup controller was connected to the power module and system monitor. A controller fault alarm appeared. A status check of the controller fuses on the system monitor revealed that fuse b was broken.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarms was confirmed via log file analysis and functional testing. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review and showed events spanning approximately 5 days ((B)(6) 2000 ¿ (B)(6) 2000, (B)(6) 2000, (B)(6) 2022, and (B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott labs. The controller¿s internal clock was not set to the correct date and time between (B)(6) 2000 ¿ (B)(6) 2000; therefore, exact dates and times that events occurred cannot be accurately listed during this period. The driveline was connected to the system controller on (B)(6) 2000 at 23:17:18 and was disconnected shortly after at 23:19:04. The driveline was reconnected and driveline power faults that were correlated with fuse b being open became active on (B)(6) 2000 at 23:19:23 and remained active throughout the log file. The driveline was disconnected on (B)(6) 2022 at 00:36:22 for a system controller exchange. Pump operation was not affected while the driveline was connected. There were no other notable alarms active in the log file. The controller was tested and alarmed with a driveline power fault alarm upon being connected to a mock loop. The driveline power fault alarm was activated due to an electrical compromise within fuse b. The fuse was replaced and resubmitted for functional testing. With the replacement fuse inserted, the controller passed all testing without issue. The data captured in the log file, the electrical short mark on the driveline connector, and the electrically compromised fuse indicate that the driveline was incorrectly inserted into the controller by 180 degrees. The root cause of the driveline power fault alarm was due to the modular cable being inserted into the controller incorrectly by 180 degrees. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 15sep2017. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault and power cable disconnect alarms. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii instructions for use (IFU) section 5 ¿surgical procedures¿ states that components of the heartmate iii left ventricular assist system that are supplied sterile are intended for single use only, and should not be re-used or re-sterilized. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.